Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that driveline (dl) sheath damage was identified where a previous repair had deteriorated with ventricular assist device (vad). The driveline was affected by fractures of the outer sheet along the entire length. The outer sheet was missing approximately 85%, so it was wrapped along the entire length. The dl cover was intact and could be retracted after the repair for a possible controller exchange in the future. The patient was admitted and a dl sheath repair was performed. The dl remained implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A correction supplemental report is being submitted to update the section b1. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On site inspection of the driveline cable, as well as visual evidence provided by the site, revealed that a previous sheath repair was worn out and damage to the driveline outer sheath. The visual evidence also revealed discoloration of the outer sheath and damage to the strain relief. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the reported driveline strain relief damage and the observed damage to the previous repair may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on the investigation conducted under CAPA: 00188, the most likely root cause of the driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Even though this CAPA is closed, the vad (B)(6) falls within the bounds of this CAPA. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.